Manufacturer narrative:
As reported, the plug of a 6f exoseal could not be released. There was no reported patient injury. The procedure was completed with a conventional pressure bandage. The exoseal vcd was used in a diagnostic procedure employing both antegrade and retrograde approaches. The physician performing the procedure was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque, no stent near the site, no stenosis greater than 50%, and no history of closure with any device or manual compression within the last 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Access vessel tortuosity was unknown. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after the deployment button was depressed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd) deployment difficulty unable¿ could not be confirmed. Handling factors may have contributed to the reported event, since the safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the plug of a 6f exoseal could not be released. There was no reported patient injury. The procedure was completed with a conventional pressure bandage. The exoseal vcd was used in a diagnostic procedure employing both antegrade and retrograde approaches. The physician performing the procedure was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. The device was stored and prepared according to the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque, no stent near the site, no stenosis greater than 50%, and no history of closure with any device or manual compression within the last 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Access vessel tortuosity was unknown. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after the deployment button was depressed. The device is not being returned for evaluation as it was previously discarded.